Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. There was no allegation or indication a product deficiency contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through implant patient registry, approximately 4 years and 2 months post implantation of a 29mm sapien 3 valve in the aortic position, the s3 valve was explanted and an edwards surgical valve implanted. Upon review of medical records, the patient experienced severe pvl, which was persistent from the time of the implantation. New symptoms were noted and was found to have in addition coronary artery disease (cad) and severe mitral valve regurgitation on echo (tee). A decision was made to replace both the aortic and mitral valve, and to treat the cad with bypass surgery. The s3 valve was explanted and replaced with an edwards surgical 27mm valve in aortic position; a non-edwards surgical valve was implanted in the mitral position concomitantly. The patient had an uneventful procedure. The patient was stable and transferred for post management care. The patient condition was stable and 8 days post procedure was discharged.